Event description:
A medtronic representative reported that, while in an optical cranial procedure, the surgeon alleged a 4cm inaccuracy. The inaccuracy was noted when landmarks were checked after the sterile frame was connected and the patient skull was opened. It was noted that the surgeon did not believe the patient or frame moved, however, the staff in the room thought the frame had moved. No accuracy checkpoints were stored. Inaccuracy was in all areas, not one location on the patient. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No patient logs/exams/archives will be returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported the system has been used without any issues since this occurred.